Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 809 mg/dl. The customer was treated with intravenous insulin drip. Customer reported that there was cracked on battery compartment. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.